Manufacturer narrative:
A photo of the plastic wrapper was provided to vyaire. The reported problem of the plastic wrapper could be confirmed, but cause could not be established as no parts are available to be returned for evaluation. The customer reported disposing the microguard ii after performing the pulmonary function test. Additionally, the customer confirmed there was no patient injury associated with the event.

Event description:
The customer reported following a pulmonary function test, the patient had gone home and coughed and expectorated a piece of plastic that resembled the plastic wrapper for the microguard mouthpiece filter.